Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient said it was working for the first 3 days and then suddenly stopped. The reason for call was they need assistance in using the device to make an adjustment. The call center tried troubleshooting with the patient, and with education, they were able to connect; they were at 1.1v on program 1. The call center noted the patient was adamant about encountering "end session" every time they had the patient increase stimulation. The call center clarified and the patient confirmed that they were not pressing any other buttons and they were just tapping on the screen where the up arrow is. The call center then had the patient switch to program 2, but they were seeing device not responding when trying to adjust stimulation. The patient noted that they still have bandages on their back so they were redirected to their healthcare provider (hcp). No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.